Event description:
It was reported that during a consult, this right ventricular (rv) lead exhibited high capture thresholds. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.